Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with two rubber components. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a plastic internal component of the seal, was not returned for evaluation. Engineering observed that the septum, an internal rubber component of the seal, was torn and fragmented. Based on the condition of the returned unit and the description of the event, it is likely that the septum damage was caused by non-axial insertion or removal of asymmetrical instruments (grasper) through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has reviewed the details surrounding the event and related product and is unable to determine the exact root cause of the dislodged shield. It is possible that the shield was dislodged during the procedure due to non-axial insertion or removal of asymmetrical instruments (grasper). The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. A damaged septum is considered not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the missing shield that was observed during the evaluation of the returned unit.

Event description:
Procedure performed: hysterectomy. Event description: this is a complaint from the market. Administrative no.c19229869. Please refer to the complaint sheet for investigation. Subject of complaint: "seal component fragmentation." Report from the sales rep: "the valve damage occurred during the procedure. It was unknown whether the fragment was recovered or not. The customer believes that this was most likely caused by inserting a collection bag from the camera port." Initial investigation report: "the event unit was returned to us and visually inspected. Ddb and septum had been removed on arrival. The septum was fragmented (pic.1). The fragment was not returned. The unit will be returned to amr for further evaluation. Admin# c19229869." Per the component list, the cannula, seal, duckbill, and septum are expected to return. Per the cer checklist, the information is as follows: the type of procedure was a gynecological surgery as it was a hysterectomy. The operation time was between 1 to 3 hours. The surgeon was a young surgeon. The c0r47 was being used as the camera port. Other devices that were inserted and removed from the trocar was the 10 mm rigid telescope, a grasper, and others. The instruments were inserted and removed around 10 times. The surgeon found the damage on the trocar after the case. An idea for possible root cause was from the collection bag inserted from the camera port. The surgeon could not remove any parts after the surgeon found the damage. Intraperitoneal irrigation was performed during the case. This is the first time this has occurred at the hospital. Additional information was received from [distributor] via e-mail on march 3rd, 2020: the customer did not send the shield back to [distributor] for investigation. Patient status: "no patient injury."